Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges there is an insulin leak in the cartridge compartment. Caller stated she believes there is an insulin leak and attributes it to the cartridge she is using. No adverse event reported. Requested return of the alleged device for evaluation.